Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6)2019, customer received a sensor scan result of 184 mg/dl at 12:57 p.m. And experienced "feeling of awakeness" and was unable to self-treat. A capillary reading of 31 mg/dl was obtained on the built-in meter and was treated with 3 packets of sugar by her parents. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019, customer received a sensor scan result of 184 mg/dl at 12:57 p.m. And experienced "feeling of awakeness" and was unable to self-treat. A capillary reading of 31 mg/dl was obtained on the built-in meter and was treated with 3 packets of sugar by her parents. There was no report of death or permanent impairment associated with this event.